Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 27.5 mmol/l (495 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include nausea and headaches. The patient had a blood test done and ketones were 2.3 mmol/l. A new pod was placed at the hospital to regulate bg levels and the patient was discharged after 12 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.